Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a dissected thoracic aneurysm using a gore tag thoracic endoprosthesis. The aneurysm measured 59 mm. On (B)(6) 2010, follow up revealed the aneurysm measured 59 mm. On (B)(6) 2011, follow up revealed the aneurysm measured 58 mm. On (B)(6) 2011, follow up revealed the aneurysm measured 60 mm. On (B)(6) 2012, follow up revealed the aneurysm measured 60.7 mm. On (B)(6) 2013, follow up revealed the aneurysm measured 59.8 mm. On (B)(6) 2014, follow up revealed the aneurysm measured 62 mm. On (B)(6) 2015, follow up revealed the aneurysm measured 67 mm. The reason for the aneurysm enlargement was not reported. No intervention has been reported.